Event description:
Patient had bilateral subglandular breast implants placed 7/10/96. She had malposition of left implant and was reoperated on 1/29/97. After that she developed capsular contracture and pain on the left side, so she had the left implant removed 11/25/97.